Event description:
Surgeons state that arcing is occurring while dissecting in coag mode and that the hand piece seems hotter than the norm causing more tissue to be damaged.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.